Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Patient code: no code available ((B)(4)) used to capture the insufficient information and absence of treatment not device revision or replacement.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2000 via tka. After the surgery, the patient visited the hospital irregularly. In (B)(6) 2020, the surgeon confirmed the tibial insert (p/n: 910141000)¿s wear by x-ray. He apprehended the tibial insert¿s breakage which was caused by aging wear, so he planned to revision surgery by replacing the tibial insert. The surgeon commented that there was polyethylene¿s aging wear. The patient regularly goes to hospital. No further information is available.